Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and upon visual inspection, the unit was found to have a dent and scuff on the front grey bezel along with tiny scratches on the heatsink. The event was confirmed via review of the system logs, where error c-33 was identified. The erbe unit was tested using the system and displayed error c-33 on start up. A review of the erbe error log additionally revealed a c-00 error on 17-nov-2025. The complaint was confirmed based on failure analysis.

Event description:
It was reported that the customer contacted technical support to report an issue on the erbe integrated electrosurgical unit (iesu). The customer advised the technical support engineer (tse) that they were presented a c-33 fault on the erbe unit every time they powered it on. The customer power cycled the erbe several times, but the issue remained. The tse inquired how the erbe unit was plugged in and the customer confirmed that the unit was plugged in its own outlet. The tse explained that the erbe unit would need to be replaced and advised that a force triad generator unit would be valid bypass for the system. The customer advised they would inform the staff and ended the call. There was no report of patient involvement or patient injury.